Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by customer that while using unspecified bd vacutainer® edta tube, one (1) tube had insufficient vacuum. The tube was replaced, and the procedure continued. No adverse impact was reported regarding the patient or user.

Event description:
It was reported by customer that while using unspecified bd vacutainer® edta tube, one (1) tube had insufficient vacuum. The tube was replaced, and the procedure continued. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E1. Initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.